Event description:
It was reported that a bd preset¿ had a bent needle coming out of the plastic cap that resulted in a needle stick injuries. The following was reported, "a needle coming out of the plastic cap which causes needle stick injury. Needle stick injury happend to two doctors due to a bent needle coming out of the plastic cap. They are going to get tetanus vaccine injection. Additional medical treatment needed for two doctors to be updated if information is available."

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and it was observed that a bent needle was sticking out through the shield. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, it was observed that a bent needle was sticking out through the shield. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd preset¿ had a bent needle coming out of the plastic cap that resulted in a needle stick injuries. The following was reported, "a needle coming out of the plastic cap which causes needle stick injury. Needle stick injury happened to two doctors due to a bent needle coming out of the plastic cap. They are going to get tetanus vaccine injection. Additional medical treatment needed for two doctors to be updated if information is available."